Event description:
It was reported the patient's blood glucose level read ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl) while wearing the pod between 49 and 71 hours. When removed from the infusion site (leg), the pod's cannula was found bent. As treatment, an insulin injection was administered and a new pod was applied.

Manufacturer narrative:
We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.